Event description:
The patient was injected with two 0.8cc radiesse syringes on (B)(6) 2012 in the nlf and perioral area. Each radiesse syringe was mixed with a 1/10th of 0.1cc of lidocaine per dawn. On (B)(6) 2012, the patient came in and saw dr. (B)(6). The patient had a rash everywhere. He prescribed keflex 500mg for 10 days (40 tablets). The patient went to another injector who told her it was (B)(6) and that injector won't use radiesse as a result of possible (B)(6) with radiesse use. The patient went to a dermatologist's office, dr. (B)(6) and was seen by the physician assistant.

Manufacturer narrative:
(B)(4). At the time of the report the patient was resolved.